Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional, later reported, "grade 3, capsular contracture".

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "grade 3, capsular contracture". Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on feb 02, 2024. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23feb2024.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.